Event description:
The vessel sealer blade was exposed by the surgeon during the case and when she tried to retract it, it would not go back up into the sheath. The blade in the vessel sealer is supposed to expose and retract manually by the surgeon.